Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not staying on in battery mode, it shuts down after 10 minutes.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10 additional contact info: e1 (B)(6). A getinge field service engineer (fse) evaluated the unit, and fse replaced batteries and a 5000-hour maintenance kit to resolve the issue. Fse completed full preventive maintenance (pm) and then tested the safety and functionality as per factory specifications, and iabp was then returned to the customer for clinical use. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
N/a.